Event description:
Surgeon explanted a lcp distal radius plate and 2.4 mm locking screws. A locking screw head broke in the plate and all pieces were retrieved.

Manufacturer narrative:
No investigation could be performed, no conclusion drawn, as no device was returned. Synthes is unable to determine mfg date without a lot number.